Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. The customer¿s blood glucose (bg) was displayed as ¿high¿; however, no specific value was provided. The customer administered a manual injection to address bg level. Reportedly, the customer continued to use the pump for insulin therapy.